Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system and the reported bleeding cannot be conclusively determined through this investigation. The patient was implanted with heartmate 3 left ventricular assist system on (B)(6) 2020. The patient experienced bleeding just after the implant procedure had been completed and was transfused 4 units of packed red blood cells. The event resolved without sequalae on (B)(6) 2020 and the patient remains ongoing on heartmate 3 left ventricular assist system. No further events have been reported at this time. The heartmate 3 left ventricular assist system instructions for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The instructions for use provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had bleeding and was given four packed red blood cells after the end of the implant procedure.